Event description:
Surgeon using laparscopic cautery hook and inserted through port. The foot switch was activated with no cautery inside the abdomen. On inspection the cord with electrode post disconnected and was lying on the pts abdomen. A small burn to the skin was noted. The electrode post was reconnected to the hook and surgery was completed.